Event description:
It was reported that during use, the d97130f5 swan-ganz pacing catheter from lot 65419175 would not capture or work for pacing. They had to open another box which ended up working that time. No patient harm. It is unclear if the devices are available for return. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The complaint affected unit was not returned for evaluation; therefore a product non-conformance or device failure could not be confirmed. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As part of the manufacturing process a 100% of the units go through electrical inspection. The instructions for use (IFU) provides instructions for preparation and insertion procedure steps. The IFU also includes the following precautions: "avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry" and "since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter." A device history record review was completed and documented that the device met all specifications upon distribution.